Manufacturer narrative:
The technician replaced the end tube and transfer stops to repair the stretcher.

Event description:
Information received indicates the siderail will not latch due to a broken end tube and transfer stops.